Manufacturer narrative:
(B) (4). Upon receipt of this complaint, fisher & paykel healthcare ('fph') central in (B) (4) raised an injury into the circumstances surrounding the incident. In particular, we have requested additional detail in respect of the injury sustained and medical intervention rendered to the patient, as well as hospital protocols with regards to correct sizing of the product and patient checks. We have further requested for the subject chinstrap to be returned for examination, if available. We are currently waiting for a response to our query. Fph's instructions for use accompanying the neonatal chinstrap specifies the following statement(s) in the 'warning' section: "ensure size label is visible". "Do not overtighten the chinstrap". "The fisher & paykel healthcare interface system is intended for use by adequately trained medical practitioners". We will provide a follow-up/final report outlining details of our investigation, following receipt of additional information as requested, the subject device if available and completion of our analysis.

Event description:
A healthcare facility in (B) (6) reported the following to a fisher & paykel healthcare ('fph') representative in (B) (4): on (B) (6) 2009, bubble CPAP therapy was being delivered to an infant patient via nasal prongs. The healthcare facility described the patient as 'active'. In order to ensure the nasal prongs were properly secured in the patient's nares, the attending nurse chose to use a chinstrap. In the ensuing 3-4 hours, it was noted that the patient had developed a cut to his cin. The cut was approximately 4cm long and 1m deep. The healthcare facility advised fph that the patient was in a satisfactory condition. Fph has made further request for details of the medical intervention applied as a result of the injury. We are still awaiting feedback from the hospital.